Event description:
It was reported that the patient presented after a routine MRI procedure. Upon device interrogation, high capture threshold was noted on the right atrial (ra) lead. Outputs were re-programmed on the device. The patient was stable.